Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was admitted with left middle cerebral artery (mca) stroke. The patient was placed on the arctic sun device for refractory temperature. The temperature remained around 5c. When the pads were removed the next morning, the patient had 1st degree burns that progressed to full thickness burns. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive since no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for diagnostic or treatment. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be placement of pads on unhealthy, unclean skin. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿due to the small patient size and the potential for rapid patient temperature change it is recommended to use the following settings: water temperature high limit: =40°c (104°f), water temperature low limit: =10°c (50°f). Control strategy: 2. It is recommended to use the patient temperature high and patient temperature low alert settings.¿ ¿1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range.¿ ¿3. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature management system: water temperature high limit: =40°c (104°f), water temperature low limit: =10°c (50°f). Control strategy: 2. 4. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings.¿ ¿skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. Directions subhead ¿locate pad edges away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion.¿ 8.1 contraindications ¿do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash.¿ h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was admitted with left middle cerebral artery (mca) stroke. The patient was placed on the arctic sun device for refractory temperature. The temperature remained around 5c. When the pads were removed the next morning, the patient had 1st degree burns that progressed to full thickness burns. It was unknown what medical intervention was provided.